Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2013 and sparc was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to uterovaginal prolapse and symptomatic cystocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring and other outcomes. It was reported that patient underwent excision of prior sling and repair of anterior vaginal mesh erosion on approx (B)(6) 2013. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.